Event description:
The customer reported that the device would not charge during opcheck and an error was noted in the status log. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device would not charge during opcheck and an error was noted in the status log. No pt involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.